Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the keyboard test failed due to touch screen failure.the customer reported there was no patient involvement.

Manufacturer narrative:
The customer replaced the ir frame to address the reported problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.